Manufacturer narrative:
(B)(6) applauded her for timely and acute intervention with this ae. She thinks in hindsight she should have pre-treated with (B)(6) although she only gets one cold sore per year. (B)(6) shared that the vascular compromise stressed her system which likely caused the outbreak which probably could not have been prophylactically prevented. On (B)(6) 2013, a call was placed to (B)(6), np. She stated that they saw the patient a little over one week ago. The patient is healing. She has red rash that is getting better. They will be following up with the patient every couple of weeks until she her symptoms are resolved.

Event description:
On (B)(6) 2013, radiesse was injected into the pt's nlf. Inadvertently a small amount of filler went into a vessel. There was blanching in the mid-section of the nlf on the left side of the nose and down to the tip. Nitro paste, warm soaks and massage were done. There was good blood return. The skin looked good. The next day, (B)(6) 2013 the pt saw the medical director, dr (B)(6). She had the pt see an ent on (B)(6) 2013, dr (B)(6) (female). She told dr (B)(6) that there was good blood perfusion. To play it safe the pt could see a plastic surgeon before going on a planned trip to (B)(6). The pt went to (B)(6) city to see dr (B)(6), ps. He thought that everything will be ok. He offered that the pt could come back in 1 week for a f/u. The pt went to (B)(6). On (B)(6) 2013, the pt called the injector, (B)(6) to state that there was a grey area on her lip and that there was greyness on her gums. There are black dots on the left side of her nose. The injector told the pt to go to the ER and have them call the injector. At 9pm, (B)(6) spoke to the ER and found out that per the pt in the last 12 hours, the pt's condition has deteriorated. Inside the left nare and in the left side of the nose, there are spots. The next day the pt saw a plastic surgeon. He wanted to watch the pt. There was no tissue death yet. The pt was diagnosed with a (B)(6) outbreak. The pt does have a history of (B)(6) but has not had an outbreak for years. The pt was kept in the hosp for pain mgmt. They were also watching her skin. There was an area on the upper left lip that turned dark black (below the vermillion border). On sunday ((B)(6) 2013) the pt's condition started to improve. The rash (started on sat) and the (B)(6) were improving. The pt had been started on (B)(6) on sat (dose and duration not provided). The pt also told (B)(6) that she was on an IV medication. The black line has resolved. The pt was discharged on wednesday ((B)(6) 2013). On (B)(6) 2013, the pt drove back home. (B)(6) saw the pt on friday, (B)(6) 2013; she took photos. It looked like a bad (B)(6) outbreak. (B)(6) saw the pt yesterday ((B)(6) 2013). It looks almost resolved and looks good. She can pucker her lips. There are two little black spots on the side of the nose that are unchanged from friday. The pt will be back for a f/u in one week. (B)(6), called and spoke to (B)(6), np. Regarding her pt and she said she was filling nlf's as she usually does and she noticed blanching as described above. She acutely intervened with appropriate treatments. She released her home and the rest is stated above. She was hospitalized and cultured (B)(6) for (B)(6) while in (B)(6). She is doing much better and is almost completely recovered. I inquired what she needs from me from a medical consult stand point and she said nothing.